Event description:
It was reported that during a coronary stenting treatment procedure a stent dislodgement occurred. The 80% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x16mm promus element plus sent delivery system was advanced to the lad. The guide catheter was deep seated in the left main and biased to the top wall of the vessel. The sds was pulled backed in to the guide and it is believed that the stent caught the edge of the guide catheter and was dislodged from the delivery balloon in the left main. The stent embolized to the lad. An emergency bypass surgery was then performed with success and the stent was removed from the patient during the procedure. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a promus element plus stent delivery system (sds) with the original shelf box, foil pouch and inner pouch. There was blood in the guidewire lumen. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The reported stent dislodgement was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a stent dislodgement occurred. The 80% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x16mm promus element plus sent delivery system was advanced to the lad. The guide catheter was deep seated in the left main and biased to the top wall of the vessel. The sds was pulled backed in to the guide and it is believed that the stent caught the edge of the guide catheter and was dislodged from the delivery balloon in the left main. The stent embolized to the lad. An emergency bypass surgery was then performed with success and the stent was removed from the patient during the procedure. No additional patient complications were reported and the patient's status is fine.